Event description:
A report was received that the patient was allegedly suffered a burn from the charger. The burn was approximately the size of the ipg. There is no further information available.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # - sc-1110 serial # - (B)(4) description - implantable pulse generator.

Event description:
A report was received that the patient was allegedly suffered a burn from the charger. The burn was approximately the size of the ipg. There is no further information available.